Event description:
Follow up with the surgeon revealed that he was not aware of the patient's opened incisions and he has not evaluated them. He does not know if any causal or contributory programming or medication changes preceded the onset of the event, or if any patient manipulation or trauma is believed to have caused/contributed to the open incisions. The patient has not informed the surgeon of the open incisions, so no interventions have been taken by him. No additional information was reported.

Event description:
Follow up with the implanting surgeon's office revealed that the patient has not been seen since the post-op appointment, so they do not have additional information to add. They instructed the patient to follow up again with any problems, and the patient has not contacted them.

Event description:
A vns patient reported that her generator and lead incisions were open approximately two to three centimeters with the underlying tissue exposed on one end of each incision following vns implant surgery on (B)(6) 2012. The patient followed up with the implanting surgeon on (B)(6) 2012, and the surgeon indicated that the condition of the incision sites were normal and would eventually heal together. Photographs of the patient's incisions were provided to the manufacturer on (B)(6) 2012, and the incisions did not appear to be open. Additional information was received from the patient on (B)(6) 2012 indicating that the incisions were still in the process of healing, and her primary care physician gave her antibiotics and antibiotic gel for the wound healing. The patient also reported that the device is working okay. It is unclear when the incision sites opened and the cause of the event. Attempts for additional information from the patient's referring physician and surgeon have been unsuccessful to date.